Manufacturer narrative:
Concomitant medical devices: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
Information was received by a healthcare provider regarding a patient receiving bupivacaine 3 mg/ml at 1.41 mg/day and morphine 17 mg/ml at 8 mg/day via an implantable pump. The indications for use were non-malignant pain and other non-malignant pain. The patient experienced acute withdrawal symptoms. The symptoms occurred suddenly and occurred over a 24 hour period. The patient experienced confusion, fever, chills and pupil changes. A motor stall was seen at the initial interrogation. The patient did not recently have an MRI. Per the healthcare provider multiple motor stalls and recoveries with stopped pump period may exceed tube set. The healthcare provider requested the pump off password to turn the pump off. Interventions and outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.